Event description:
The customer called and reported experiencing high blood glucose of 493 mg/dl. Customer had already attempted to treat with the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles in the reservoir and infusion set tubing. The customer had recently changed the infusion set two hours prior to the call. It was found that basal rates were not programmed into the insulin pump. Bolus history was found not to have recorded several days of boluses. The customer was advised to program a bolus into the air. The bolus reportedly did not appear in the history. Customer declined to perform high pressure test. Customer was advised to change set, reservoir, and insulin, and to call back for assistance if unexplained high blood glucose were to persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.